Event description:
A decline in the hearing performance was observed by the guardian's since 10/04/2014. No trauma was reported. Problems of external devices could be excluded.

Manufacturer narrative:
(B)(4). The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.